Event description:
A gore® intering® vascular graft was implanted in the patient's thigh. The patient developed an ultrafiltration / seroma postoperatively. It was also reported the patient had emergency surgery and the graft was explanted.